Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) was not performed due to error code 1260 that was displayed on the screen. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the microprocessor board and damaged lcd. As a result, the microprocessor board and lcd display were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump alarmed and exhibited error code 1260. The device had non-working pixels on the screen. The event occurred during testing. There was no patient involvement, no patient injury was reported.